Event description:
It was reported that the 6800 system had no image, the single board computer would not boot, and the x-ray lamp would not light. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray lamp, image processor, single board computer, and the software upgrade were installed during the service call. The system was tested and found to be working as intended, and put back into service.